Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the device switches were found within specification in relation to the customer reported 'insert clamp close door message' which was verified through a review of the event history log but not reproduced during evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed an insert clamp close door message. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.